Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they connect to their implant and increase their stimulation, the stimulation automatically turns off. Patient said that they charge their implant to 100% every 7-10 days and when they go back in to check their settings, the therapy is off. Agent reviewed with the patient that the therapy should not automatically turn off. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that they still don't have the same results as they did before the implant. Patient also said they lose their bladder more than they did prior to implant. During the call, the patient was able to connect to the implant and confirmed that their stimulation was on. The issue was not resolved through troubleshooting. Agent redirected patient to healthcare provider. Please note patient was very difficult to follow as they were referring to the equipment with different names. Agent could not understand which part patient was having an issue with, patient thought the communicator was giving off stimulation, agent reviewed external equipment usage several times. Agent reviewed several times that ins therapy will turn off if ins battery gets too low. Agent continued to attempt to clarify what patient was meaning, agent still unsure if patient was understanding equipment usage vs ins, redirected to follow up with health care provider (hcp).